Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Initially, the customer tested the reagent 1 (r1) pump in diagnostics and the home sensor failed. There was also leakage from the top of the r1 pump. The leak was inside instrument and did not pose a slip or trip hazard for the customer. There was no exposure to leaking material. Siemens guided the customer to trim the tubing from the sample cleaner pump head and the customer had splashed sample probe cleaner on the sensor. The customer performed a controlled shutdown. The cse confirmed that the customer had a r1 metering pump lost step error and had the customer replace the home sensor. Additionally, the cse and customer performed a fix in the inventory to have all reagents in the correct positions. System was fully operation upon departure. The potential cause for the sensor failure was the customer splashing sample probe cleaner on the sensor. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Customer reported smoke coming from their dimension exl with lm instrument. The customer was trimming the tubing from the sample cleaner pump head for maintenance when smoke was noticed. Personal protective equipment (ppe) was worn and no medical attention was necessary. There are no known reports of patient intervention or adverse health consequences due to the event.